Manufacturer narrative:
(B)(4). Batch # t5c962. Per photographic/video evaluation: the photo shows some staple in the tissue. Three staples can be seen with properly formed and the rest of the staples could not be observed, whether shows a properly formed. The video shows tissue handling by surgical instrument and a staple was observed on the tissue what appear to be properly formed. In addition, bleeding was noted. Based on the photo and a video reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with two ecr45w reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during the vats left upper lobe resection surgery, when severing arterial tissue, after fired, noted the staples malformed with irregular shape. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.